Event description:
Incident as reported: (B)(4) "air leakage occurred when 2 hours had passed since the start of the operation. Combined devices: olympus ltf-s190-5; aomori olympus checked the duckbill and septum. As a result, we found that the duckbill and the septum were not damaged. We would like to know the following point: why was the air leakage caused? (B)(4): "air leakage occurred when 1 hour had passed since the start of the operation. Combined devices: croce. Aomori olympus checked the duckbill and septum. As a result, we found that the septum was broken. We would like to know the following two points: why was the air leakage caused?; why was the septum broken?" Patient status: we have not received any information concerning the patient injured.

Manufacturer narrative:
The incident device anticipated to return. A follow up report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.